Event description:
It was reported, "dehiscence of the suture strand, the wound opened after the surgery." The patient was reoperated. Ref. Pr complaint (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. No inventory available for the finished good lot reported, therefore no product evaluation can be performed. Relevant portions of the device history record were reviewed. Finished good product as well as the suture component were received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialities (B)(4) requirements through out the incoming, manufacturing and the final inspection processes. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the information provided. Reference: complaint #(B)(4) - (ethicon complaint #(B)(4)). Item #sxpd2b414 stratafix spiral pdo knotless tissue control device. 2sh-0- pdo 14 x 14 13mmleader, lot mbvn120.